Event description:
Event description cpi received information that at a routine follow-up examination, this ventak prx implantable cardioverter defibrillator (ICD) exhibited an error message indicating that a software reset had occurred. The error message was cleared, but upon further testing, the ICD would not charge. The ICD was replaced.